Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. This is a case of one isolated sample reporting an initial (B)(6) on (B)(6) followed by repeat testing on (B)(6) where (B)(6) index results were obtained. The initial (B)(6) result did not match the clinical picture. No divers noted with the customer quality control (qc) as reported by the customer. In house data was reviewed and no divers were noted in the patient runs or qc panel runs for any in date (B)(6) kit lots. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) advia centaur xp hcv (ahcv) result was obtained for a patient sample. The result was reported and questioned by the physician. The patient complained and repeat testing was performed on the patient sample. The results were (B)(6). The repeat results matched the patient's clinical picture. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00144 on may 4, 2018. 05/15/2018 additional information: the customer provided the lot number used at the time of the event. Lot # 282, expiration date: 31-07-2018 the occupation of the initial reporter is doctor.